Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident 331 mg/dl and current blood glucose value was 484 mg/dl. Customer's other blood glucose value was 240mg/dl. Customer did not allege insulin pump was under delivering of insulin. Customer stated that drive support cap was normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).